Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not provide medical records. We have contacted the initial reporter to request additional info and to request return of the device for eval. A manufacturing received was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or eval info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2008 - the pt was implanted with a composix kugel mesh to repair a hernia defect. On (B)(6) 2012 - the pt underwent explant of the composix kugel mesh, which is alleged to have pulled away from the fascia causing a recurrent hernia. The attorney's report alleges defective mesh, explant, "pain and suffering", recurrence, permanent injury.